Event description:
On (B)(4) 2012 the lay user/patient contacted lifescan (lfs) alleging a display issue with her onetouch ping meter. The patient stated the dull gray background and the black lettering does not work very well for her. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 at 12:00pm. As part of her diabetes regimen, the patient claimed she is on an insulin pump. At the time the alleged issue began, the patient denied taking any action regarding her diabetes regimen. However, later that evening at 10:00pm, the patient claimed she administered herself 2-5 units of insulin (type/dose not specified). Approximately 10-15 minutes prior to the start of the alleged issue, the patient indicated she was feeling very tired. However, it is not known if the patient seek medical treatment as a result of the alleged symptoms. At the time of troubleshooting, the cca confirmed the patient was not a first time user of the subject meter, there was no misused of the meter, and has a back up meter to use. Replacement products were not sent to the patient since the patient indicated that the display issue has been an ongoing issue for her. There is no indication that the subject meter caused or contributed to a serious injury. The patient had become symptomatic prior to the alleged issue. In addition, there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported since the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. PMA: 510(k) # is k082590.